Manufacturer narrative:
Explanted date: device was not explanted. Occupation: cst. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device failed to deploy. The anchor failed to catch the anterior wall. The device pulled out and manual pressure was initiated. The patient condition was stable. The procedure outcome case was completed normally. There was no patient injury, medical/surgical intervention required. Additional information was received on (B)(6) 2022:the procedure prior to closure device was a leg angio. The procedure sheath that was used was a 6fr. There were no reported difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).